Event description:
Pt had iabp running 1:1 for 7 days for cardiogenic shock. Rn turned pt for care; then placed pt on back, rn then saw flecks of blood in tubing. Pump turned off. New iab inserted within 90 minutes. The balloon (iab) had ruptured.